Event description:
Operative notes were received regarding a patient's explant surgery. The op notes stated that the patient's device had been explanted due to concerns of the device shocking the patient. The patient also needed an MRI, indicating the device was removed for that reason as well. A review of the available programming and diagnostic data showed indications of proper device functionality throughout the available data. The explanted device has not been received by the manufacturer to date.

Event description:
It was reported that the explanted lead and generator were both discarded after removal surgery.